Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited crosstalk oversensing. Upon review of the presenting electrogram (egm), technical services (ts) stated that oversensing of atrial pace signals were seen on the right ventricular (rv) channel. Ts recommended programming options and to perform further evaluation. This device remains in service. No adverse patient effects were reported.